Event description:
Account reported two pt magnesium results as 5.2 and 4.4 mg/dl. When repeated, the results were 2.7 and 2.0 mg/dl respectively. The incorrect results were not used to guide therapy. The field service representative found the feed line from the cleaner bottle was broken and repaired the instrument by replacing the cleaner float switch.